Event description:
It was reported that a patient experienced an unspecified infection and sepsis coincident with peritoneal dialysis (pd) therapy. The cause of the infection was unknown. Three days after being hospitalized for another indication, the patient was transferred to the intensive care unit (ICU). Pd therapy was ongoing until the time of being moved to the ICU. On the same day, the patient experienced cloudy pd effluent as a manifestation of an unspecified infection which led to sepsis. On the same day, the patient began treatment for the event with unknown medication. It was not reported whether the patient was diagnosed with peritonitis. At the time of this report, the patient remained hospitalized. The patient¿s outcome for the event was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned, therefore, a device evaluation could not be completed. The lot number is unknown, therefore, a batch review was not performed. Should additional relevant information become available, a supplemental report will be submitted.